Event description:
It was reported that this right ventricular (rv) lead exhibited one single shock lead measurement measuring zero. However, the shock lead impedance trend is stable measuring from 70-75 ohms, and all other parameters were within range. Troubleshooting was performed and no noise could be re-produced through provocative maneuvers. Additionally, it was noted that the patient has a ccc device and technical services (ts) was contacted to see if that device would possibly interfere with the device. Ts did confirm that potential artifacts is observed in an event on september 13th, 2025, but not in any other events. The plan is to continue to monitor. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received which reported that patient had x-rays and there were no obvious signs of any breaks or fractures. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited one single shock lead measurement measuring zero. However, the shock lead impedance trend is stable measuring from 70-75 ohms, and all other parameters were within range. Troubleshooting was performed and no noise could be re-produced through provocative maneuvers. Additionally, it was noted that the patient has a ccc device and technical services (ts) was contacted to see if that device would possibly interfere with the device. Ts did confirm that potential artifacts is observed in an event on (B)(6) 2025, but not in any other events. The plan is to continue to monitor. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported.